Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis for idiopathic scoliosis. Scoliosis correction was performed. It was reported that the set screw did not provide adequate axial grip to hold the rod in its intended position in the screw head. Rod disengaged from the screw causing reverse of corrective action. Rod was re-inserted into the screw and new set screws were placed. Patient was only 6 weeks from original surgery. The patient did not have complications due to the revision surgery.